Event description:
The customer reported that the unit was given error code message of data acquisition (da) pcba adc reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user. Through follow-ups, customer stated that they do no have patient's details.